Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a scan and plan the healthcare professionals had difficulty completing a screw placement and navigation seemed inaccurate. The scope of the case was l2-l4. They placed the l2 left screw without incident and then sent the arm to the l3 left trajectory. While tapping the l3 left the instrument looked deeper in the pedicle than was expected on the navigation. When placing the l3 left screw they had difficulty getting the screw to the appropriate depth. They tapped again with a larger tap and they we still unable to reach depth. The site moved to l4, but the navigation still seemed off. They completed an accuracy test, but the surgeon decided to abort use of the guidance system. A new snapshot was not taken. The procedure was delayed by about 20 minutes. The deviation was less than 3.5mm. There was no known impact on the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1 - a4: no patient information is available. H3, h6: no parts returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.